Manufacturer narrative:
The technician replaced the head end up hi/low solenoid valve to resolve the issue.

Event description:
Technician alleged that the head end of the bed would not rise. There was no pt impact reported.